Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) for depression, topiramate (topamax) for migraine as well as cetirizine hydrochloride (zyrtec allergy). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine headache"). In (B)(6) 2010, the patient experienced back pain ("back pain"), dysmenorrhoea ("menstrual cramps") and breast pain ("breast pain"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("heavy periods"). In (B)(6) 2011, the patient experienced teeth brittle ("teeth brittle"), depression ("depression mental") and sciatica ("sciatica"). In (B)(6) 2012, the patient experienced abnormal weight gain ("weight gain abnormal"). In (B)(6) 2013, the patient experienced menstrual disorder ("menstrual cycle abnormal"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced ovarian cyst ("cyst ovary"). The patient was treated with surgery (having a hysterectomy in (B)(6)). At the time of the report, the pelvic pain, back pain, menstrual disorder, teeth brittle, ovarian cyst, abnormal weight gain, dysmenorrhoea, depression, migraine, breast pain and sciatica had not resolved and the heavy menstrual bleeding was resolving. The reporter considered abnormal weight gain, breast pain, depression, dysmenorrhoea, migraine, ovarian cyst, sciatica and teeth brittle to be unrelated to essure. The reporter considered back pain, heavy menstrual bleeding, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for events like back pain, weight gain abnormal, menstrual cramps, depression mental, migraine headache, heavy periods and sciatica. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) for depression, topiramate (topamax) for migraine as well as cetirizine hydrochloride (zyrtec allergy). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine headache"). In (B)(6) 2010, the patient experienced back pain ("back pain"), dysmenorrhoea ("menstrual cramps") and breast pain ("breast pain"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("heavy periods"). In (B)(6) 2011, the patient experienced teeth brittle ("teeth brittle"), depression ("depression mental") and sciatica ("sciatica"). In (B)(6) 2012, the patient experienced abnormal weight gain ("weight gain abnormal"). In (B)(6) 2013, the patient experienced menstrual disorder ("menstrual cycle abnormal"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced ovarian cyst ("cyst ovary"). The patient was treated with surgery (having a hysterectomy in (B)(6)). At the time of the report, the pelvic pain, back pain, menstrual disorder, teeth brittle, ovarian cyst, abnormal weight gain, dysmenorrhoea, depression, migraine, breast pain and sciatica had not resolved and the heavy menstrual bleeding was resolving. The reporter considered abnormal weight gain, breast pain, depression, dysmenorrhoea, migraine, ovarian cyst, sciatica and teeth brittle to be unrelated to essure. The reporter considered back pain, heavy menstrual bleeding, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for events like back pain, weight gain abnormal, menstrual cramps, depression mental, migraine headache, heavy periods and sciatica. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.